Event description:
It was reported that the handle does not function as intended.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection showed a burn in the insulation. Further visual inspection showed a loose ratchet screw. It is likely that the burnt insulation occurred due to the device coming in contact with a cauterizing instrument. It is likely that the loose ratchet screw occurred either due to a manufacturing issue or user misuse/abuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.